Manufacturer narrative:
(B)(6). The device was evaluated on site for the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was conducted along with diagnosis of the machine. The foot wheel was loose. The technician fixed the wheel and the device self-tested with no issues. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Before use, the reporter noted that the wheels of a prismaflex monitor were unstable. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported event.